Event description:
Per the clinic, the device was explanted due to patient reports of pain. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).